Event description:
The initial reporter alleged that one patient sample tested reactive for hbsag g2 confirmatory elecsys e2g on the cobas pure e 402 analytical unit. The result was confirmed using the hbsag ii confirmatory assay. Additionally, the sample tested positive for anti-hbs and anti-hbc.

Manufacturer narrative:
The reported event occurred on a cobas e 402 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of calibration data, quality control data, and patient sample material. A definitive root cause for the reported event could not be determined based on the available information. The case was closed, and no further action could be taken. Additional investigation may be conducted if further information or sample material becomes available.